Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, requesting assistance with unable to update timing alarm that occured occasionally and ECG waveform with auto r-wave deflate issue. The esp personnel explained that due to the chaotic nature of afib, the arterial line looks the way it does. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. The esp personnel also explained that once the patient is back in sinus and the waveforms are more normal the timing message will probably go away. User said that since the message was only occasional and she was ok with what was attempted for now. The call was ended. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).